Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior portion of the foot was broken off and was not returned. A posterior cuff miss also occurred because the posterior cuff was not engaged to the needle tip. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and missing the cuffs, strike the foot, and breaking it. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. Based on the investigation findings, the foot break and cuff miss experienced appears to be related to the operational context during use of the product. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection deficiency was detected.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted to performed pre-closure placement of the sutures in a heavily calcified right and left common femoral artery prior to an endovascular procedure. Reportedly, cuff misses were experienced with four proglide devices two on the right side and two on the left side. One proglide was successfully placed in the right common femoral artery and two proglides were successfully placed in the left common femoral artery to achieve hemostasis. A 14f sheath was used on the right side and an 18f sheath was used on the left side. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Proglide devices, 1, 2 and 3 are being reported under separate medwatch report numbers.

Event description:
Subsequent to the initial medwatch report filed, it was reported that a physician trained in the use of the proglide device attempted to perform pre-closure placement of the sutures in a heavily calcified right and left common femoral artery prior to an endovascular procedure.